Event description:
The PICC had been in the patient for "some time". The PICC line dressing was changed, and afterwards the PICC line flushed and drew back blood very easily. A few minutes later, it was noticed that the PICC line dressing was leaking serosanguinous fluid. IV team was called to assess the site. When flushed the ns came out of the site. The line was removed and a piv was placed. No apparent harm to patient.

Manufacturer narrative:
The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows: when flushing the returned sample, it immediately leaked at the junction of the catheter and the wing. Microscopic examination confirmed that the catheter was partly torn out of the fixation wing, showing a rough and uneven surface. No batch number was provided, so batch history records could not be checked. However, in all batches, each catheter is flow and leak tested during production and the tensile force of each catheter component is randomly checked. Visual tests and incoming goods inspections are carried out. The customer did not provide the duration that the catheter had been in use before it started leaking, nor did they provide information on which type of chlorhexidine had been used as a disinfectant (water or alcohol based). There is a warning in the instructions for use regarding alcohol based disinfectants: "do not expose to alcohol, acetone, or solvent based disinfectants or dressing sprays." This is the 12th complaint regarding a leaking issue on code 1212.20 within the past 3 years. This is a complaint rate of 0.32% for this code, from 2015 to 2018. No further corrective action will be initiated by quality management at this time, as a manufacturing fault cannot be determined. Please note the following IFU precautions: -be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. -avoid any contact of the catheter tubing to alcohol-containing disinfectants. -never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. No further corrective action will be initated at this time. Vygon will continue to monitor this issue.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
The PICC had been in the patient for "some time". The PICC line dressing was changed, and afterwards the PICC line flushed and drew back blood very easily. A few minutes later, it was noticed that the PICC line dressing was leaking serosanguinous fluid. IV team was called to assess the site. When flushed the ns came out of the site. The line was removed and a piv was placed. No apparent harm to patient.